Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high pacing thresholds. During the revision procedure, this rv lead was attempted to reposition, but the helix was damaged and could not be retracted properly. Subsequently, a new lead with the same model was successfully implanted. No additional adverse patient effects were reported outside the revision procedure.